Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02001.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar tip aneurysm using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the smart coil would not advance past the friction lock within its introducer sheath. Therefore, the smart coil was removed. Next, while attempting to place another smart coil into the aneurysm, the physician experienced resistance and the microcatheter and the smart coil kicked back. It was reported that the smart coil was able to form in the aneurysm but the physician did not feel safe to advance the smart coil further. Therefore, the smart coil was removed intact. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.